Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was determined to be that the mobile device was out of range of the transmitter. No additional event information is available.